Event description:
It was reported that the aa4204vf silicone three piece lens tore upon insertion into the eye. The lens was cut and removed without any patient harm. Another aa4204vf lens was implanted.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed the lens was split in half and a piece of a haptic was torn off and missing. There was a clear surgical residue on the device. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).